Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly and the imaging window detached near the lapjoint section. The imagine window was not returned for analysis and the imaging core was observed entangled over the sheath. The imaging core impedance test showed a complete circuit curve. The transducer level impedance test showed a good rh peak of 41 ohms. An image test could not be performed due to the condition in which the device returned.

Event description:
Reportable based on device analysis completed on 24mar2023. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. The screen went dark during pullback and nothing was displayed. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed the imaging window was detached. It was further reported that the device was intact when removed from the patient.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly and the imaging window detached near the lapjoint section. The imagine window was not returned for analysis and the imaging core was observed entangled over the sheath. The imaging core impedance test showed a complete circuit curve. The transducer level impedance test showed a good rh peak of 41 ohms. An image test could not be performed due to the condition in which the device returned.

Event description:
Reportable based on device analysis completed on 24mar2023. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. The screen went dark during pullback and nothing was displayed. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed the imaging window was detached.